Manufacturer narrative:
Investigation completed on jan 26, 2018. The failure is unconfirmed, as there was no product returned for this complaint. Therefore, failure analysis could not be performed. It is difficult to pinpoint the exact root cause of the infection. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Based on the risk documentation review, the most probable root cause can be that the environment post application was inadequate for wound healing.

Event description:
The journal of tissue engineering and regenerative medicine (2017) published ¿restoring full-thickness defects with spray skin in conjunction with dermal regenerate template and split thickness skin grafting: a pilot study¿. This is a case of a patient that developed pseudomonal colonization of the right lower extremity surgical site at post-operative on day seven. The patient was placed on a 5-day course of ciprofloxacin IV, and melgisorb ag ((B)(6) health care, (B)(6)) was placed on the affected areas. The melgisorb was removed and replaced every 24 h for 3 days. The site healed without complication and there was no evidence that the colonization caused any delay in the healing of the surgical site.